Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43-44 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Low bg was addressed by consuming carbohydrates. Emergency medical technicians were called but observed customer only to ensure that low bg resolved. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.